Manufacturer narrative:
Corrected information: upon further review of the file it was noticed, that a code to cover the unfolded haptic had been missed and that this had been incorrectly described in the event summary. The below code has been added to reflect this. In addition the previously submitted code of 4010 - failure to eject is being replaced by code 2920 - difficult to advance which more accurately describes the reported issue. The remaining codes are unchanged.. Section h6. Medical device problem code: 2920 - difficult to advance. Additional information: section b5. Describe event or problem: it was initially reported that there was a flaw found on the lens this issue was found upon opening. Through follow up we learned that the lens was flawed because it was partially delivered, the trailing haptic was unfolded resulting in tearing the optic, no patient injury was reported, customer did not provide more information. Section h6. Medical device problem code: 1254 - difficult to fold, unfold or collapse all pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Telephone number: (B)(6). It was indicated that the device is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was initially reported that there was a flaw found on the lens upon opening. Through follow clarification was provided and it was learned that the lens was flawed because it was partially delivered, the trailing haptic stuck resulting in tearing the optic, no patient injury was reported, customer did not provide more information.